Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed replace battery now alarm and had blank display. The customer¿s blood glucose level was 13.7 mmol/l at the time of the incident. Customer did not receive a low battery alert prior to the replace battery now alarm. The customer stated that the pump had failed battery alarm. The customer stated that the second occurrence of replace battery now without a low battery warning. It was reported that they had power loss alarm and changed the battery and the pump screen went blank. The customer declined troubleshoot for the high blood glucose level and was treated with insulin pump. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.